Event description:
Pt's right forearm badly burned while being scanned in a (B)(4) scanner, causing amputation of the burned portion of the lower right arm. The physician opines that the burn was caused by the fact that the pt was large, the exam took a long time and he could not communicate. He was also close to the edge of the scanner. However, the proper operation of the scanner is also being questioned at this time. The MFR is also aware of this incident.